Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and an unknown duration of pacing inhibition. An invasive procedure was performed. The ra lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.